Event description:
Information was received from a health care professional regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 790 mcg/day) via an implantable pump. The doctor requested for further information on the hyperbaric labeling for a patient undergoing treatments for decubitus ulcer. They wanted to know how much fluid was ok to deliver before filing to capacity. A volume discrepancy was reported, the volumes were unknown. The doctor did not know if the patient undergoing hyperbaric treatments had a discrepancy. The doctor stated it would be hard to assess the volume discrepancy caused if the hyperbaric treatments cause damage to the pump